Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 91 mg/dl. The customer stated that she treated with bolus prior to her admission, but the glucose level continued escalating. Troubleshooting was performed. The time and date were incorrect by one hour. Assisted the customer in changing the time. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.